Event description:
A report was received that stated a pt received insufficient local anesthesia when the listed medical device was used. It was necessary to place pt under general anesthesia during the procedure. No adverse effects to pt reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow up report detailing the results of the eval once it is completed.